Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-01400. Proposed component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint was unable to be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined, however, it was mentioned that the patient had an abductor tear that the surgeon attempted to repair intra-op and this may have caused or contributed to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported a patient underwent a hip revision approximately one year post implantation due to a dislocation. During the primary procedure, the patient had a known abductor tear that the surgeon tried to repair during the primary procedure. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 010000925 / g7 hi-wall e1 liner 32mm c/ lot #: 7246353. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.